Event description:
The customer reported that the device could not turn on. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.